Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery, air hose was leaking and therefore wouldn't power dermatome. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: united kingdom evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.